Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported high values while using the adc freestyle libre sensor compared to an unknown device. Per the user report: "incorrectly reporting blood, abbott freestyle libre reported 200 mg/dl, bgm read 127 mgd/dl. Kept libre on for 8 more hours. Glucose level still 50 to 80 unit to high, replaced sensor." No further information was provided. There was no report of any third-party medical intervention as no further details were provided. Based on the information provided, there was no report of serious injury associated with this event. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event